Manufacturer narrative:
The field service engineer (fse) cleaned the spills and the reaction vessels (rvs). The root cause is currently under investigation.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that during a service call, the field service engineer (fse) noticed that the used waste reaction vessels (rvs) were not falling into the waste bin and were collected under the closed tube aliquoter (cta). Service stated that the rvs being ejected are not traveling down the full length of the chute and are not landing inside the solid waste bin despite the lid of the bin being removed and waste bag being fully inserted correctly. No injury or operator exposure was reported for this event.